Event description:
On 1/31/2023, it was reported by a sales representative via sems that an ar-12990 knee scorpion had an issue. A piece of needle broke in the knee scorpion device and could not be removed. This was discovered during use with no impact to the patient. Additional information has been requested. On 2/8/2023, the sales representative stated the following additional information via email: this occurred during an unspecified procedure on (B)(6) 2023. A piece of the needle broke but was contained within the casing of the knee scorpion. No fragment broke off inside the patient and nothing had to be removed. Another knee scorpion was opened along with a new knee scorpion needle and the case was completed successfully. The patient is fine to date.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation is confirmed. One unpackaged ar-12990 serial/batch number 15029737 was received for investigation. Functional testing found that the returned device has a blockage on the shaft that doesn't let the testing scorpion needle go through. The most likely cause of this event is misuse. Per dfu-0255. Cautions: 4-instruments with adjustable components must be handled with care.